Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (quiet sounds) issue. The reporter stated that the audible tones were inaudible or very quiet when detected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate the complaint during investigation. There was no defect found.